Event description:
A nurse contacted baxter (B)(4) regarding an incident of an ultrafiltration issue on a tina hemodialysis machine, during use. The nurse stated that the patient had a loss of 1.5kg after treatment and the machine was programmed with 2.5kg. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is in the process of being evaluated by the baxter field service engineer (fse) at the customer location. A follow-up MDR will be submitted upon the completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Functional tests were performed and the restricted flow was confirmed, due to a diener pump failure. The faulty pump was changed, and the new dienier pump passed all tests. A device history log review and service history review were performed with no issues noted. The sample was confirmed for the reported problem; and the root cause was determined to be a faulty dienier pump.